Event description:
The customer reported that the device goes out constantly without warning even after a battery replacement. There is no specific timeframe; the device simply switches off without any warning tone even though the sensor remains connected and cannot be switched back on. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.